Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No unexpected vibration or button error alarm was noted during testing. The insulin pump passed the reset error test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 293 mg/dl. The customer was treated with syringes. Customer stated that she received a21 alarm and is unable to clear it. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.